Event description:
It was reported by dealer that frames or crossbraces are broken at a weld on the (B)(4) wheel chair. Dealer advised would call back. Dealer hung up received information from customer service representative.